Event description:
The procedure was a renal artery stent placement. The stent was passed into the 6f sheath without any trouble. The physician withdrew the sheath to expose the undeployed stent. He noticed that both the proximal and distal ends of the stent were exposed and flared without having inflated the balloon yet. He decided to deploy the stent since the position was fine and the likelihood of being able to remove it safely was unlikely. He deployed the stent, noting one strut on both ends bent inward versus outward. He also flared the end of the stent (ostial lesion) into the aortic wall noting a small dissection following balloon inflation. He felt that the result was satisfactory, but intends to bring the patient back earlier than normal to make sure all is well.